Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg) and the cause was not known. A pump bolus was delivered and as the bg did not lower, insulin injections were administered. Tandem technical support assisted customer with performing a pump system test and no device issues were identified. Reportedly, the customer has been in contact with a healthcare provider.